Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect ventilator device is available for analysis and an onsite service by vyaire has been scheduled. Vyaire will include the field service and the device/component evaluation in a follow-up report once a final evaluation is completed.

Event description:
The customer reported calibrating the oxygen sensor, however the delivered fraction of inspired oxygen (fio2) remains out of specification on this avea ventilator. The customer reported stated no patient involvement with this event.

Manufacturer narrative:
The vyaire field service representative (fsr) performed the operational verification procedure of the device and found the internal blender requiring calibration. The blender calibration resolved the delivered fio2 issue of the device by the fsr. There were no parts replaced so nothing is expected to be returned for evaluation by the manufacturer.